Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During preparation for use, the device failed to start up, and didn't display endoscopic image on its monitor. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to olympus medical systems corp. (Omsc), therefore omsc could not investigate the device. The exact cause of the reported event could not be conclusively determined, however omsc assumed that the reported event was caused by followings; power supply board failure. Main board failure. Since 7 years and 5 months have passed since the device was manufactured, these failures may have been caused by aging. If significant additional information is received, this report will be supplemented.